Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed. Analysis revealed no anomalies were found. The distal conductor of the lead was extrinsically over-rotated and visual analysis showed there was apparent explant damage. The lead was returned without information on (B)(6) 2013. On (B)(6) 2017 it was reported the lead was removed for an unknown product reason.

Event description:
It was reported the lead was removed for an unknown reason. A request for additional information was made and revealed the lead dislodged, it was re-positioned, and dislodged again. The patient was sent to a different facility where the lead was removed and replaced. No patient complications have been reported as a result of this event.